Event description:
It was reported that during lap gastrectomy, the clip was not loaded correctly and jumped off the jaw when the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient.